Event description:
Reportedly, a 7200tfx, 27mm was explanted following implant due to a free wall tear resulted in bleeding. Valve was explanted and replaced with a 23mm, 2700tfx. No additional information is available at this time.

Event description:
It was reported that the device was explanted after an implant duration of approximately 84.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.